Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a left side deflation and later added "particles in valve." The device has been explanted and discarded after surgery.

Event description:
Additionally, healthcare professional reported "foreign particles." Device has been explanted and discarded after surgery.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.